Event description:
It was reported that prior to starting a da vinci si surgical procedure the lens was noted to be missing on the endoscope. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the endoscope was received with mechanical damage to the proximal end resulting in broken optical components and 3d optical misalignment. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.